Manufacturer narrative:
Not returned.

Event description:
It was reported that when the asymptomatic patient presented in-clinic for a routine follow-up, loss of capture and high, out of range impedance were observed. The physician elected to open the pocket and test the leads manually. The leads tested normal. The device was explanted and replaced. The patient was stable following the procedure and will be monitored normally.